Manufacturer narrative:
(B)(4). Corrected data: based on additional information received, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information was requested and the following was received: the event speaks to one device but two are being returned. Was there a quality issue with the second device? If yes, please explain what the issue was. No, the second device worked as normal..

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences? How was the procedure completed? Did the clips drop or eject from the device?

Event description:
The device either misfired 2 clips, failing to fire at all or not occluding.